Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test in pre-use checks and the user tried multiple patient cassettes without solving the issue. Our field service engineer investigated the ventilator on site and changed the pressure transducers. The ventilator passed pre-use checks and was cleared for clinical use. The failing pressure transducer printed circuit boards (pcbs) were returned for investigation, and logs were provided. The returned logs could confirm that issues with inspiratory pressure too low and expiratory pressure too high started at (B)(6) 2021. Expiratory valve fails were also found in the logs. The returned pcbs were mounted in a reference ventilator for simulated use testing and the issue could not be reproduced. The pressure transducers were investigated in a microscope and some small dirt was found. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The reported fail in pressure transducer test could not reproduced. The cause of the reported issue could not be determined, but if it happens again, the expiratory valve coil might need to be changed according to manual.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).